Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found angulation was reduced, the adhesive part on the bending rubber was worn out, the insertion tube was creased, the universal cord was deformed, the objective lens was scratched, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was too much pressure in the air/water channel of the evis exera iii colonovideoscope during automatic endoscope reprocessing (aer) treatment after a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged. The report is being submitted due to the clogged nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material clogged in the nozzle that appeared as a whitish solid material like detergent residue - however, it was not possible to further identify the material. It was presumed that the foreign material accumulated by reprocessing, and that rinsing was not performed per the instructions for use on reprocessing of the device. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.